Event description:
Event description guidant received information that over the past 6 months, this implantable cardioverter defibrillator (ICD) has gone from a charge time of 17 seconds to 30 seconds. The patient and family did not hear beeping tones.